Event description:
It was reported by the customer that the ceramic head of the sheath was detached. The issue was found during maintenance. No harm reported

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacture date. Updated field: h4.

Event description:
No additional information received from the customer.